Manufacturer narrative:
(B)(4). Phx. Comp cnv glen base non ha cat# 110005273, lot# 680050. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -01240.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 months postimplantation due to a dislodged poly from baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: added malfunction visual examination of the returned poly identified found damages; nicks, gouges, scratches and deformation. The baseplate was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.